Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty battery terminal on the battery board. The device was recertified and returned to the customer. Reports of this nature typically do not meet zoll's reportability requirements as the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. Analysis of reports of this type has not identified an increase in trend.